Event description:
A complaint was reported by a distributor in ireland regarding a malfunction alarm on a pump. There was no adverse impact on the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer continued to use the pump for insulin therapy.